Event description:
It was reported to philips that the system was only working with low load fluoroscopy. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was performed when the issue happened, and the procedure was aborted and arranged at another time. A philips field service engineer (fse) inspected the system onsite and confirmed the customer-reported problem. During the troubleshooting process, fse discovered that the tubing of the oil cooling unit had detached, resulting in a leak in the oil cooling unit. To resolve the issue, the fse replaced the cooling unit and return the part for further analysis and found that the cooling unit experienced a leak at the de-aerating hose connection to the pump. After cooling unit replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.